Event description:
Reportedly, the stapler would not release from tissue. There was a small air leak from posterior end of bronchial closure that required repair. The user facility reports the patient recovered with no untoward effects.